Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. The investigation was inconclusive for the reported retraction issue, as the device was not returned for evaluation. The definitive root cause for the reported retraction issue was unknown. The device is labeled for single use. H10: g1, g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced difficult to remove and retraction problem. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was not returned to the manufacturer for evaluation. The investigation is inconclusive due to no sample return. The definitive root cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced difficult to remove. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.